Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round moderate plus profile 600cc saline prosthesis, catalog: 3502600, serial number: (B)(4), lot: 7278863. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 600cc saline prostheses. Deflation on the left breast prosthesis was diagnosed post procedure through a visual examination. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Right breast prosthesis malposition was also indicated (lateralization). The patient underwent right breast capsulorraphy and bilateral removal and replacement with mentor smooth round moderate plus profile 800cc gel prostheses on (B)(6) 2018; catalog # 3502800, s/ns (B)(4) (r). The patient tolerated the procedure well and last known condition was stable. This report is for the left breast prosthesis. See manufacturer report number 1645337-2018-06608 for the contralateral prosthesis.manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. Device evaluation summary: the device was received at mentor without fluid. White material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a rent on the anterior view measuring 1.4 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Microscopic examination revealed parallel striations on the edges of the rent. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 7372581 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).